Manufacturer narrative:
(B)(4). Concomitant medical products: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. Model #: sc-4316, lot #: 18499642, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for the revision was that the patient had inadequate stimulation. The patient¿s lead was replaced. No device malfunction was suspected. The device was not returned to bsn.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.